Event description:
It was reported when using the bd microbore extension set, IV connector, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the maxzero needleless connector is leaking. Have you heard of issues with the medication line (mz9267) and leaking? The staff have reported leaking at the site of the maxzero needleless connector. Has anyone else been having this problem?

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. : no product or photo was returned by the customer. The customer complaint of maxzero leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9267 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.